Event description:
The customer reported that their device would not power on with ac or dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the flex cable which connects the user interface pcb to the pcb stack had a loose connection at plug connector, designator p41. Physio replaced the flex cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.